Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner could not be implanted due to the cup's locking ring failing to move. A different liner and shell were implanted.